Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the customer was unsure of the steps taken prior to the alarm occurring. The cartridge was successfully loaded onto the pump. Customer's blood glucose level was 302 mg/dl.